Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump received with full segment and a constant audio tone alarm due to moisture damaged at mother board. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The mother reported via phone call that the insulin pump was sprayed with water. Customer's blood glucose was unknown at the time of incident. The customer also stated there was a constant tone occurring on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.